Event description:
During a supraventricular tachycardia procedure, output issues with the generator resulted in a procedural delay. It was observed that there was almost no energy delivery using the ampere generator. The catheter was replaced twice but the issue persisted. The generator was exchanged and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700495) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
This report includes updated device serial, lot, and model information.

Manufacturer narrative:
Additional information: b5, d4, d9, e1, g3, h2, h3, h6, h11. One ampere¿ rf ablation generator was received for evaluation. The reported output issue was able to be confirmed by inspection of the logs. Based on the investigation and information provided to abbott this symptom was not able to be replicated; however, the root cause was attributed to software design. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.